Event description:
It is reported that primary surgery was completed on (B)(6) 2012. After about one and a half years, it is reported that the patient felt pain and the surgeon found that ceramic liner was broken. Revision surgery was done on (B)(6) 2013.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. It was noted that the device is not available for evaluation because it was discarded by the hospital. Should additional information become available, it will be provided in a supplemental report. Device not returned.